Manufacturer narrative:
(B)(4). The service engineer (se) replaced the o2 sensor and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during set up, a 740 ventilator failed o2 sensor calibration. Patient involvement is unknown.